Event description:
It was reported that the customer experienced an issue with an Intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.